Event description:
The customer contacted stryker to report that their device was randomly turning off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device but was not able to verify or duplicate the reported issue. The root cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.